Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 451 mg/dl. The bg level was addressed with a bolus via the pump and a manual injection. At the time of report, the customer's blood glucose level was 250 mg/dl. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the customer would change out the site.